Event description:
Pt has pulmonary hypertension and receives IV remodulin through a 6.6 frinch broviac central venous catheter. Her home infusion pump is the crono-5 pump with the crono syringe. Pt felt very short of breath and checked to ensure that the pump was infusing her medication. The pump was infusing; however, the pt noted a large air bubble was in the syringe reservoir that was not there previously. In addition, there was blood backing up in cvl line. She activated the emergency pager and she was advised to go to the local ER. Upon assessment at the ER, the staff reported that she was pale, short of breath and the line had clotted off. She was administered oxygen and the IV remodulin was restarted though a piv. The broviac line was treated with one round of tpa which was successful in clearing the line. She was admitted over night for observation for embolus. She was stable there after and was discharged in early 2009.